Event description:
It was reported that during procedure a piece of the laser fiber broke off inside the patient; the piece was retrieved. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Upon microscopic inspection it was identified that the fiber tip was broken and the fiber jacked had burn marks. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber tip break. The reported allegation was confirmed. The connector face was in good conditions, light was exiting the connector's face. Functional testing identified that the aiming beam was bright and distorted due to the fiber tip break. In addition, during functional testing a message indicating that the fiber expired was displayed.

Event description:
It was reported that during procedure a piece of the laser fiber broke off inside the patient; the piece was retrieved. The procedure was completed using another fiber. There were no patient complications.